Manufacturer narrative:
Unable to confirm user's report at this time. There have been no other complaints similar to this one. It shall be noted customer returned (3) parts of lot 0709a and (3) parts of lot 0710a for evaluation. Product has been inspected product continuity and visual inspection are satisfactory. Unable to identify root cause for customer's experience.

Event description:
The customer reported subsequent to placement in the operating room (or), pacing wire stopped pacing in the csu post operative unit after a couple of hours. It was reported this occurred on three separate patients in a short span of time. The surgeon involved has utilized the product for many years. Hospital staff was unable to identify reason for reported failure. No further events were reported. Hospital did not save failed units however returned product from the lot of the reported failed wires as well as one additional lot number.